Manufacturer narrative:
At this time the customer has not requested for getinge to service the iabp unit involved in this event. A getinge authorized representative explained the alarm and possible causes such as kinking. The end user was advised in steps that could be taken if it happened again such as iab fill, decreasing augmentation, and considering a chest film to confirm the placement. The end user called 2 hours later from the ICU with the same alarm happening on the pump. The end user stated it happened four times in this period, and she has been pressing the fill key. There was no blood in the helium tubing. The nurse was advised to drop the augmentation several bars to attempt to lessen the frequency of the alarm and to call back with any further questions. A supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was generating an intermittent gas loss alarm. The end user reported no blood observed in the tubing and the patient was stable with a femoral insertion site. The customer later called back to report the same alarm occurred again. The customer stated the alarm occurred four times and that the fill key was pressed. No patient harm, serious injury or adverse event was reported. The associated intra-aortic balloon (iab) has been reported under medwatch report 2248146-2022-00191.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assy, tidal volume disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.